Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while changing the infusion set during unravel the cord and the tubing detached from quick release with no force. The event occurred while she was taking out the infusion set from the package. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. No further information available.